Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked keypad connector noted. The insulin pump had cracked reservoir tube lip.

Event description:
It was reported that the device¿s act button is mushy. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.